Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was identified that the image was foggy. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation details: scholly assessment received on 11/05/2007, indicates that the distal window damaged due to customer mishandling.